Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low pacing impedance was observed on the right ventricular (rv) lead. The lead remains in use and the physician will continue to monitor the lead at this time. No patient complications have been reported as a result of this event.